Event description:
It was reported that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 108 mg/dl. The insulin pump alarmed for a motor error during the high pressure test. The insulin pump was not dropped or bumped but was exposed to a strong magnetic field during medical rehabilitation. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners. Unable to prime during the prime test and motor error alarmed during the basic occlusion test due to faulty force sensor. The motor tested ok. Unable to confirm excessive no delivery alarms due to prime anomaly. The device passed the displacement tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.